Event description:
It was reported that an alleged broken ceramic head and liner was retrieved from a patient.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head. The event was confirmed through material analysis of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 20 november 2019. This inspection indicated the returned head was fractured. Approximately 90% of the alumina head was returned. The fractured surfaces were obscured with edge cracking. No evidence of a continuous metal transfer ring was observed. A material analysis has been performed. The report concluded: the alumina head was returned fractured in pieces and no evidence of a continuous metal transfer ring was observed. Impingement from the stem and damage consistent with contact against a hard object was observed on the distal rim of the titanium sleeve. Edge cracking was observed on the alumina insert due to contact against the stem in addition to metal transfer markings. Damage consistent with the implantation/explantation process was observed on the anterior and posterior surfaces of the stem. Damage consistent with impingement on the shell was observed on the inferior surface of the stem. Debris was also observed on the anterior, posterior, and inferior surfaces of the stem and elemental analysis confirmed it to be consistent with an oxide, base material, biological material and the decontamination process. Debris was observed on the proximal surface of the shell and elemental analysis confirmed it to be consistent with an oxide, biological material, the base material, and an unknown material. Elemental analysis confirmed that the shell and stem are consistent with an astm f136 alloy and an astm f1586 alloy, respectively. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the material analysis report concluded. The alumina head was returned fractured in pieces and no evidence of a continuous metal transfer ring was observed. Impingement from the stem and damage consistent with contact against a hard object was observed on the distal rim of the titanium sleeve. Edge cracking was observed on the alumina insert due to contact against the stem in addition to metal transfer markings. Damage consistent with the implantation/explantation process was observed on the anterior and posterior surfaces of the stem. Damage consistent with impingement on the shell was observed on the inferior surface of the stem. Debris was also observed on the anterior, posterior, and inferior surfaces of the stem and elemental analysis confirmed it to be consistent with an oxide, base material, biological material and the decontamination process. Debris was observed on the proximal surface of the shell and elemental analysis confirmed it to be consistent with an oxide, biological material, the base material, and an unknown material. Elemental analysis confirmed that the shell and stem are consistent with an astm f136 alloy and an astm f1586 alloy, respectively. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that an alleged broken ceramic head and liner was retrieved from a patient.